Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 180-230 mg/dl. Customer continued to use the pump for insulin therapy.